Manufacturer narrative:
Catheter: model #: 8731, lot #: n002324328, implanted: (B)(6) 2007, explanted: unknown. Final analysis of the pump revealed gear wheel 3 teeth "corroded away". A pump motor stall with a "motor stall recovery occurred" message was noted in the logs. The stall occurred on (B)(6) 2007 and recovered on (B)(6) 2007. Final analysis of the pump: pump/motor/corrosion/gear train anomaly. The pump contained fentanyl and bupivicaine.

Event description:
The pump was returned to the manufacturer for analysis with no information; no reported event.